Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00058. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4s. During the procedure, the pod4 unintentionally detached after 15 cm of it were advanced out of the lantern delivery microcatheter (lantern) as the physician was manipulating the pod4. The physician then attempted to push the detached pod4 into the target location using the pusher assembly with mild success; therefore, the physician attempted to flush the detached pod4 in the target location using saline. However, a portion of the detached pod4 migrated out of the gda and into the hepatic artery. The physician then used a snare device to retrieve the detached pod and during this time, the lantern became clotted on the back table. Therefore, the physician completed the procedure using a new lantern and ruby coils. There was no report of an adverse effect to the patient.